Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported a falsely depressed cancer antigen 125ii (ca 125ii) result and a falsely elevated enhanced estradiol_2 (ee2) result was obtained on 2 patient samples. Quality control (qc) was out of range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed the selfcheck and the acid reading on the luminometer failed. The cse cleaned the base container, primed the line, and performed the self-check again. The same error was obtained. Then, the cse verified that the 1000 ul dilutor had external leaks and replaced the 1000 ul dilutor. After checking logs and error messages, the cse observed no other faults. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed cancer antigen 125ii (ca 125ii) result and a falsely elevated enhanced estradiol_2 (ee2) result was obtained on 2 patient samples on an atellica im 1600 analyzer. It is unknown if the results were reported to the physician(s). The samples were repeated on an alternate atellica analyzer. The repeat result for the ca 125ii recovered higher and the repeat result for the ee2 recovered lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous ca 125ii and ee2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00076 on 02-mar-2023. Additional information (06-mar-2023): section b5 of the initial MDR indicated that it was unknown if the initial results were reported to the physician(s). It was further clarified that the initial results were not reported to the physician(s). Siemens further investigated the issue and determined that a leaking dilutor, also known as the acid pump, contributed to the falsely depressed cancer antigen 125ii (ca 125ii) result and the falsely elevated enhanced estradiol_2 (ee2) result. The total acid parameter was within specification after the dilutor was replaced. The component code and investigation conclusions codes in section h6 were updated based on the additional information. The analyzer is performing according to specifications. No further evaluation of this device is required.